Event description:
The pt has a motor cortex stimulation implant. The lead is placed on the left side of the head. It was reported the pt has experienced swelling of her face. The pt was advised to f/u with her physician to address the issue. Additionally, multiple reprogramming attempts have been made to provide adequate stimulation coverage to no avail.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.